Manufacturer narrative:
Two videos were received for review showing the affected sample. No flow was observed in the video. The reported complaint of no flow could be confirmed from the video provided. However, without the return of the used sample, a comprehensive test cannot be performed, and the probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿ w/red cap, vented cap, and it was reported that the flow of the drug suddenly became interrupted, causing air to enter the tubing. This resulted in the chemotherapy administration stopping and triggering an alarm on the infusion pump. There was patient involvement, and delay in therapy, but unknown adverse event. The therapy was continued by the nursing team using the conventional method of removing the bubble/air from the infusion line, and the chemotherapy administration was completed successfully without further technical issues.